Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker declared a 1003 code indicative to voltage too low for remaining capacity. Data analysis was sent to ts and a recommended safe replacement interval was calculated. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
FDA 3500a section device codes, f10: a new code was added.

Event description:
It was reported that this pacemaker declared a 1003 code indicative to voltage too low for remaining capacity. It also showed premature battery depletion (pbd) due to the declared code. Data analysis was sent to boston scientific technical services (ts) and a recommended safe replacement interval was calculated. Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Tones were also exhibited. Data analysis showed the battery appeared to be depleting more quickly than expected. Device was then successfully replaced . No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.